Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to unspecified reasons. A patient outcome was not reported. Additional information received that the patient decided to have a revision due to recurring incontinence. When the device was explanted, fluid loss was observed. The surgeon accidentally pierced the device while explanting it so the leak could not be located. The patient is currently doing well and an outcome of stable was reported.